Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient had a visible cyst protruding from their neck for about seven weeks. It was painful to touch and was thought to be a sebaceous cyst. The cyst was located within an inch or less of the leads based on where the patient felt the leads in their scalp. It was noted they could not feel the leads in their neck. The patient went to urgent care, but was redirected to and left a message for their neurologist. Antibiotics for the cyst reportedly did not help. The patient was also concerned it could be (B)(6) as they had (B)(6) 6 or 7 months prior to their last deep brain stimulation (dbs) surgery. It was later stated they had a biopsy on a leg issue which came back (B)(6) two to five or seven days prior to their last dbs surgery, so the timeline is unclear. The patient was put on vancomycin IV and the infection cleared prior to the surgery. It was noted the patient¿s neurosurgeon informed them if the lead got infected it would have to be explanted because antibiotics would not work on a non-tissue. No further complications were reported.